Manufacturer narrative:
Product complaint # (B)(4). H3, h6: investigation summary . Investigation flow: damage. Visual inspection: the 5.5 viper univ poly driver (p/n: 279734000n, lot #: gm5358813) was returned and received at us cq. Upon visual inspection, the distal tip of the driver shaft component (p/n: 8870134096) was broken. The broken fragment was not returned. The reported embedded device cannot be confirmed as no x-rays were provided. No other issues were observed with the returned device. Device failure/defect was identified. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Complaint was confirmed. Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the 5.5 viper univ poly driver (p/n: 279734000n, lot #: gm5358813). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for 5.5 viper univ poly driver was conducted identifying that lot number gm5358813 was released in a single batch. Batch1: lot qty of (B)(4) units were released on feb 03, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during spinal fusion procedure the surgeon was performing a tlif and fusion at l4-5 with stealth navigation. A driver (279734000n) was used to place pedicle screws. On the first screw, the surgeon used a 6.0mm tap to prepare the pedicle. Upon inserting the screw, the surgeon noticed the head of the screw became very mobile. The screw was seated all the way as intended. The driver was removed and upon inspection, it was discovered the tip had broken off. Fragments were generated was unable to retrieve the tip of the driver. In subsequent screws he tapped with a 6mm and 7mm taps. A new driver was used to insert the remaining (3) screws. The tlif and fixation was complete without further issues. There was no surgical delay. There were no patient consequences. The procedure was successfully completed with new driver. Concomitant device reported: unknown pedicle screws (part# unknown, lot# unknown, quantity unknown). This complaint involves (1) device. This report is for (1) 5.5 viper univ poly driver. This report is 1 of 1 for (B)(4).